Manufacturer narrative:
(B)(6).

Event description:
The user received a questionable hcg +ss result for one patient sample that was discovered due to the laboratory's protocol to repeat all samples with hcg +ss results between 6 and 100 miu/ml. The initial result from the first aliquot from the primary tube was 39.92 miu/ml. The result from a second aliquot tested on analytical e module serial number (B)(4) was 10000 with a data flag. The result from the second aliquot tested on the original analytical e module was 10000 with a data flag. The automatic repeat result was 19150 miu/ml from analytical e module serial number (B)(4). A third aliquot was created from another primary tube and the initial result on the original analytical e module was 10000 with a data flag. The automatic repeat result was 21326 miu/ml from analytical e module serial number (B)(4). The repeat result from the first aliquot on analytical e module serial number (B)(4) was 10000 with a data flag. The automatic repeat result was 20733 miu/ml from analytical e module serial number (B)(4). The erroneous result was not reported outside the laboratory and the result of 20733 was reported. The patient was not adversely affected. The hcg +ss reagent lot number was 16015003. The field service representative was unable to determine a cause and suspected the patient sample. He noted a possible cause was air bubbles in the sample, but he could not replicate the results or rerun the sample as the user did not have the sample. He checked the calibration and quality control and verified it passed according to the guidelines.

Manufacturer narrative:
The investigation determined the most likely reason for event might be that insufficient sample volume was pipetted due to bubbles or foam on sample surface or too low a sample volume. The erroneous result was not reported outside of the lab, thus the patient was not adversely affected.